Manufacturer narrative:
The device history records have been reviewed and there was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number for this failure mode. The device was returned within an introducer sheath. The investigation is confirmed for balloon retraction difficulty; however the investigation is inconclusive for a balloon rupture as the balloon was sheared in half and the distal balloon segment was prolapsed over the distal tip. Per the reported event details, the balloon was inflated near a stent. It is unk if the stent contributed to the reported failure. As the balloon rupture occurred first, the rupture likely contributed to the reported retraction difficulty and balloon material separation. It is unk if the rupture was cause by over-pressurization of the balloon. The definitive root cause could not be determined based upon the available information.

Event description:
It was reported that the pta balloon ruptured (atm unk) in the brachiocephalic vein. During retraction into the introducer sheath, the balloon separated in half and then unable to be retracted into introducer sheath. A surgical cut-down was performed to remove the balloon catheter from the vessel. There was no reported adverse clinical consequence.